Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported on (B)(6) 2004 that her meter was reading inaccurately high. She had provided results such as 596 mg/dl and hi. During troubleshooting, the meter kept reading not ok when powered on and this issue was not resolved. She had contacted a medical professional for advice, but she was not given any treatment. It was also discovered that the ot was not cleaning the puncture area correctly. There is no further clinical info provided. This case is reported as a meter malfunction since the not ok issue was not resolved.